Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted: the device was returned with the handle and basket formation in the closed position, the basket sheath was kinked at 6.5 cm, 56 cm, and 95 cm from the distal tip. The mlla (male luer lock adapter) and the collet knob were both loose. Functional testing noted the handle did not actuate the basket formation. It was also found that the cannulated handle and pett (polyethylene terephthalate tubing) were protruding from the handle slide. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record found no non-conformances. A review of complaint history records shows one other complaint associated with the complaint device lot. The other complaint was due to a non-similar issue where the basket shape was deformed. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to damage to the cannulated handle. The cannulated handle was bent inside the handle slide, and was visibly sticking out of the side of the handle slide. Multiple kinks in the basket sheath were also observed. The basket would not function due to the damage to the device. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. It is possible the device was damaged due to handling before use, but a handling issue could not be confirmed. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 30jul2019: the procedure was completed using another ncircle tipless stone extractor.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It has been reported that in preparation to perform a stone extraction procedure on a patient of unknown age and gender using a ncircle tipless stone extractor, one metal piece got stuck on the handle while attempting to pull back the basket. This incident occurred on the sterile table prior to contact with the patient. It is unknown how the procedure was completed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.